Event description:
It was reported that an ilet pump with serial number (B)(6) developed a small crack at the top of the screen, resulting in a nonresponsive portion of the display and impaired usability; troubleshooting and education were completed, and a replacement device was arranged with instructions for shutdown, data syncing, return, and backup therapy. Symptoms included no reported changes in blood glucose. Outcomes included continued therapy management with guidance to use cgm via the dexcom app or receiver and to employ backup therapy due to unreliable insulin delivery and meal announcements on the affected device. Investigation included remote assessment, user education, and logistical coordination for device replacement and return. Investigation of this case revealed physical damage to the screen consistent with a broken or cracked display component, leading to device interface failure without alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was device damage consistent with user-handled physical impact or stress.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.